Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery test alarm anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for failed battery test. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer reported that they got 2 battery failed test and just noticed when went to change out the battery that there was a big chunk missing from the battery compartment where the cap gets screwed on. Customer stated this happened last night and the little plastic piece on the other side of the pump were it says medtronic is missing in the bottom of pump as well. Customer doesn¿t know how the damage occurred. Advise to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advise the pump will need to be replaced. Insulin pump is expected to return for analysis.